Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted and no cosmetic damage was noted.

Event description:
Customer reports to have experienced excessive no delivery alarms. Customer's blood glucose was 221 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.